Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed motor error three times and it was the first time this alarm had occurred. Blood glucose was 178 mg/dl. Alarm occurred three times during manual prime. Customer did not recall any significant events that may have lead to the alarm, but did notice her blood glucose would high in the morning. Customer's doctor added another basal but she hasn't seen a change. High have been reoccurring since (B)(6) 2014, and they have been working on it. The device was not exposed to an MRI. Customer used a dexcom sensor. Customer was unable to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.